Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was not able to be confirmed. Based on the results of the investigation, a definitive root cause could not be identified. The most likely cause of the error 315 was unable to be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the colono videoscope had an error 315 during an exam. There were no reports of patient involvement.